Event description:
--

Event description:
Boston scientific received information that this device was recently emitting tones and displayed a low voltage alert code of 1003. Boston scientific engineers were consulted and stated that the code 1003 is due to low voltages being declared due to three daily voltages being below the threshold of 3.025 volts. The device hardware is not detecting the loss of battery energy and not reflecting the depletion conditions, and thus, is inaccurate which is the reason for the low voltage alert. Since this device is malfunctioning, it is recommended to be replaced immediately. The device remains implanted at this time. This patient has a do not resuscitate order, so the device was electrically turned off and replacement is unsure at this time. To date, no adverse patient effects have been reported

Manufacturer narrative:
(B)(4).

Event description:
Further information was recently received from the patient's family that the patient died in (B)(6) 2014. The family noted that they chose not to have the device replaced as the patient was too weak to undergo the procedure and would not have made it. There were no allegations from the family that the device system caused or contributed to the patient's death. At this time, the device has not been returned.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.